Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited concerns of loss of capture (loc) on the left ventricular (lv) lead. Additionally, lv intrinsic amplitude was noted to be out of range, with no evidence of undersensing, and impedance measurements decreased gradually from 776 to 519 ohms. High capture thresholds were also noted. Further assessment was recommended by technical services (ts). No adverse patient effects were reported. This device system remains in service.